Event description:
Filter began clotting after filter was newly put up at 2100. Ultrafiltration rate started to become negative consistently, and then machine reading stated exceeded gain. It would not let me restart. Clamps were checked, bags still, and then filter clotted. Surgical critical care made aware. Patient was to go for study. Surgical critical care plans are to attempt hemodialysis.

Event description:
Filter began clotting after filter was newly put up at 2100. Ultrafiltration rate started to become negative consistently, and then machine reading stated exceeded gain. It would not let me restart. Clamps were checked, bags still, and then filter clotted. Surgical critical care made aware. Patient was to go for study. Surgical critical care plans are to attempt hemodialysis.